Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient experienced draining slowly warnings and an overfill that occurred in drain 1 of pd treatment. The treatment information showed there was an overfill associated with pd treatment. The overfill event was indicated due to drain 1 being 5537 ml, which is 185% of the 2995 ml fill volume. In a follow up, a nurse said the patient was not able to complete treatment, but there was no harm, intervention or adverse event due to the overfill. The patient did receive a new cycler and is doing treatments with no further issues. The cycler is available to return as a sample product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient experienced draining slowly warnings and an overfill that occurred in drain 1 of pd treatment. The treatment information showed there was an overfill associated with pd treatment. The overfill event was indicated due to drain 1 being 5537 ml, which is 185% of the 2995 ml fill volume. In a follow up, a nurse said the patient was not able to complete treatment, but there was no harm, intervention or adverse event due to the overfill. The patient did receive a new cycler and is doing treatments with no further issues. The cycler is available to return as a sample product.